Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that the blade broke where it fits into the handpiece. It is unknown where the break occurred and if the procedure was completed successfully. It was also reported there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an acl procedure while harvesting patellar tendon for autograft, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.